Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tissue pad melted down and separated from the probe. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.